Event description:
It was reported that during the index procedure, access of the (B)(4) only was difficult.

Manufacturer narrative:
Film evaluation summary: the endoleak reported during implant was confirmed; however, the exact cause and type of endoleak could not be determined from the limited single still returned image. Pre-implant CT¿s were not available, and a comprehensive assessment of the patient¿s anatomy could not be performed. Lack of additional angiogram images including contrast injection cine¿s were also not available for review therefore making determination of the endoleak type difficult. It is possible that this was a proximal type I endoleak, possibly anatomy related due to implanting within the acutely angulated and (reported) calcified proximal neck. An acute type IV blush endoleak caused by fabric porosity also could not be ruled out. The cause of the reported access difficulties also could not be determined from the film returned. It is likely that the reported vessel tortuosity and calcification was a factor. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm abdominal aortic aneurysm. The proximal neck angle was 45 degrees and was 17mm in length. There was significant calcification reported. It was reported that a type ia endoleak was noted after implantation of the bifurcated stent and stent graft limb. Touch up was performed but there was no improvement of the endoleak. An endurant ii cuff was additional implanted just below the lowest renal artery at the same position as the bifurcated stent graft and touch up was again performed. Digital subtraction angiography (dsa) was performed again but the endoleak was not fully resolved. It was reported, however, that due to the implantation of the cuff, it was now a minor endoleak. As per the physician, the cause of the event was due to patient vessel morphology. It was reported that access was difficult due to calcification and tortuosity. Initially it was planned to push the stent graft upwards to appose at a greater curvature, however, as this was not possible to do, it was reported that it was possible that sealing was insufficient. No additional clinical sequelae were reported and the patient is being monitored.